Event description:
It was reported that the user attempted a supply change and, despite pressing and holding to prime around 21.2 units, did not observe insulin drops; upon removal, the cartridge was found to be leaking, and a new cartridge was inserted after a guided rewind and setup, after which drops were observed. Customer care provided troubleshooting with verification of cartridge insertion, connector, and tubing attachment, and a guided rewind and reinsertion. Investigation of this case revealed a leaking cartridge as the likely source of the failure to prime, which resolved with replacement, indicating a component performance issue limited to the original cartridge. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of priming with the replacement cartridge and no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a cartridge-related malfunction consistent with product performance failure.